Event description:
It was reported that "there is a leak of prescribed vitamins from the catheter. The patient is brought up to the doctor. When observed, the dressing (visulin) was undone and saline leaking from the 10ml syringe. Indeed, drops are visible at the junction hub when injecting the saline". As a result, the midline catheter was removed and peripheral venous catheter was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The report of a leaking juncture hub was not able to be confirmed through complaint investigation of the returned sample. The customer returned one, single-lumen midline catheter for analysis. The midline was connected to a non-arrow stopcock. Signs-of-use in the form of biological material were observed. Visual analysis did not reveal any obvious defects or anomalies. The returned catheter was functionally leak tested per requirements for midline peripheral catheters as specified in bs en iso, there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa for 30 seconds. The midline was attached to a leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any portion of the catheter. The non-arrow stopcock was attached to the extension line luer hub. A lab inventory syringe filled with water was attached to both connections of the stopcock and flushed. No leaks or defects were observed. The IFU provided with the kit informs the user, "use only securely tightened luer-lock connectors with any vascular access device to help guard against inadvertent disconnection". The IFU also states, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over-pressurizing an occluded or partially occluded catheter". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no pro blem was found with the returned catheter. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there is a leak of prescribed vitamins from the catheter. The patient is brought up to the doctor. When observed, the dressing (visulin) was undone and saline leaking from the 10ml syringe. Indeed, drops are visible at the junction hub when injecting the saline". As a result, the midline catheter was removed and peripheral venous catheter was inserted. No patient harm or injury. The patient status is reported as "fine".